Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: during a visual examination of the pump it was noted that there was moisture present in the battery compartment. A leak test was unable to be performed as a cartridge was stuck in the cartridge compartment due to severe damage. The battery compartment was cracked along the bottom. The pump could not be opened to examine the inside due to the damage which was suffered. Further physical damage was noted on the pump casing and the up arrow button was also torn on the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the cartridge compartment was damaged. It was also reported that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.